Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2018-00357. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the entire scs system was explanted. There were seromas on both lead sites thus the physician decided to explant the entire system.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2018-00357. It was reported the leads had migrated. An x-ray confirmed the migration. Surgical intervention may be pending to address this issue.